Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to software error or failure of the computation hardware.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The configuration (cfg) remote arm controller (rac)2 was analyzed and logs, error 23011 was found indicating the fault, confirming the fault occurred in the field. Visual inspection, no issues were found that is related to the report issue. The unit was installed onto a golden system where was triggered by indicating fault on the rac. Then the golden system was set to run 10 minutes sine cycle, 10 power cycles & sitting idle for 2 days. Once the testing was completed, the system error logs were inspected, but no error could be identified. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced remote arm controller (rac) to resolve the issue. The system was verified and ready to use. Isi has received the rac for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, it was stated to the technical support engineer (tse) that they encountered a non-recoverable fault on the system. Prior to calling, the customer had performed a power cycle and a hard power cycle on all the sub-systems except the second surgeon side console (ssc2). The tse reviewed the system error logs and noticed that the fault was from the ssc2. The customer called back and reported that the system faulted after they attempted to reset the system by power cycle and disconnecting the ssc2. The tse reviewed the system error logs and confirmed the occurrence of error 23, pointing to the blue fiber cable issue and the ssc master tool manipulator (mtm) communication issues. The site decided to convert to another dv system to continue with the procedure. The customer called back again and stated that they disconnected the ssc2, and the errors disappeared. The procedure was delayed of 15 minutes with no reported injury.